Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via email indicating that they experienced high blood glucose of 451 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was complaining of a loose drive support cap. The customer's blood glucose level at the time of the call was 261 mg/dl. The customer returned the product for analysis.

Manufacturer narrative:
The pump passed functional tests including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The drive support disk was inspected and no anomaly was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.